Event description:
Procedure type: elective colostomy take down with ventral hernia repair. According to the reporter: a permacol graft used to repair hernia. Approx six weeks post operatively, the pt presented with drainage through small opening in incision. The drainage would not stop and the pt was taken to the operating room. The incision was re-opened which lead to large cavity of liquefied graft. The wound was debrided and a wound vac was placed. The surgeon stated that he did not place drains after initial surgery.

Manufacturer narrative:
(B)(4).